Manufacturer narrative:
The electrode lot numbers and expiration dates were requested but were not provided. The field service engineer found a missing o-ring in the acrylic block and a protruding o-ring on another acrylic block. He replaced the missing o-ring and the ise probe, flushed the flowpath, and reconditioned the flowpath. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas pro ise analytical unit. The initial sodium result was 157 mmol/l and the repeat result was 141 mmol/l. The initial chloride result was 118 mmol/l and the repeat result was 106 mmol/l. The samples were repeated on another cobas pro ise analytical unit.